Event description:
It was reported that the pump touch screen was cracked and unreadable. It was also reported that the pump's usb port was damaged resulting in difficulties charging the pump resulting in pump shutting down. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg level via correction bolus and correction injection. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.